Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted:(B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted:(B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The company representative (rep) reported about six months later that the ins would not hold charge. Multiple rechargers were tried. The ins generated too much heat. The ins was explanted.

Manufacturer narrative:
There was no evidence to suggest that the complaint device behaved differently than the control device. No abnormal hotspots were observed from ir images, and the thermocouple data closely matched control data. Analysis determined that there was no evidence of an anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was charging the implantable neurostimulator (ins) more than expected, and there was a warm sensation in or around the ins pocket during recharging. The ins had charged the night before ((B)(6) 2015) and the pocket had gotten warm, so the patient ¿would put an insulation material.¿ the ins had been fully charged that night, but, when the patient woke up the following morning, it was empty again. It was noted that patient had been having issues recharging since (B)(6), and she met with a manufacturer representative in (B)(6) or (B)(6) to recharge. Recharge statistics indicated the last recharge session was (B)(6) 2015. However, no attempt was made to read the ins with another device, which may have changed the date. In addition, the ins was discharged, and it was very close to over discharge. It was verified that both a clinician programmer and patient programmer were ¿unable to read¿ the ins, however it was confirmed that there were 8 coupling bars during a short recharge session. The event cause was not determined, and it was noted that the patient settings were in continuous mode. The patient was receiving effective therapy while stimulation was on, however she could not keep the ins charged to keep using it. In addition, the recharging frequency did not make sense, because the ins had never been in over discharge. Actions taken as a result of the event included providing the patient with a donated recharger to try and see if it would charge the device and if the device would hold a charge ¿without the recharger getting so warm also.¿ no outcome or interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent.